Manufacturer narrative:
The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. Consumer reports a burn. The cause of the consumer a burn is inconclusive since review of records does not provide evidence to support defective product. There are pre-identified risk factors that could cause a burn listed in the hazard analysis (rpt-000097160). In addition to these hazards, there are multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters and skin irritations. This is an adverse event for a burn and a risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 25-jul-2023, a spontaneous report from the united states was received via telephone regarding a 58-year-old male who used a thermacare neck/shoulder/wrist 8hr heat wrap. On 26-jun-2023, additional information was received from a consumer. On an unspecified date in (B)(6) 2023, the consumer started to use the thermacare neck/shoulder/wrist 8hr heat wrap off and on for two weeks to the left upper thigh. He used the product more consistently, for three days prior to the report. He would apply directly to the skin, and he would wait 8 to 9 hours he would place a new pad. On (B)(6) 2023, on the last hour of use, his thigh became hot, painful, and red. The heat pad was removed three spots on his thigh were present. He applied a wet washcloth to the areas and two of the spots subsided. On (B)(6) 2023, the consumer went to an emergency room, and he was diagnosed with a second-degree burn. He was prescribed a burn cream and advised him to follow up with his primary care physician within 5 days if symptoms were still present. As of (B)(6) 2023, no further improvement was noticed.